Event description:
It was reported the insulin pump was alarming an error and insulin was squirting out during manual prime. The customer was disconnected during prime process. The piston continues to move forward after reservoir contact. No numbers appeared on the screen, no beeps heard. The drive support cap did not appear damaged. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
The insulin was unable to be primed due to protruded/loose drive support disk. No error alarms were found. The insulin pump was received with scratched lcd window, cracked case at display window corners, reservoir tube lip, battery tube threads and missing end cap sticker.